Event description:
Customer reported that the insulin pump returned a button error alarm. Customer stated that he wore the insulin pump into a hot tub. Blood glucose level was 300 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that no button error alarm noted. The escape button did not respond due to flatten bottom dome switch. Unable to verify the button error alarm due to the unresponsive button. The insulin pump had moisture damage on the electronic assembly. The device was received with minor scratched display window, cracked case at display window corners, cracked battery tube threads, cracked belt clip slot, cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).